Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon used a reload for the first firing at the antrum of the stomach. The powered stapler indicated a feedback suggesting the tissue was not too thick to proceed. However, after firing, a laceration was observed under the stapler line, possibly due to thick tissue. It was noted that the surgical time was extended by half an hour as suturing was required for staple line reinforcement.

Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (sn:unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one image of a monitor displaying a staple line. A grasping instrument could be seen in the tissue cavity. The staple line could not be properly examined due to image quality. The listed reload was not visible in the returned images. It was reported that after firing, a laceration was observed under the stapler line. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.